Event description:
It was reported through litigation process that, on (B)(6)2022, a patient underwent port placement for chemotherapy delivery related to breast cancer. Approximately eight months and fourteen days later, on (B)(6)2023, the patient was diagnosed with sepsis and port site infection. Subsequently, the port was removed on the same day, and pus was observed at the port site during the removal. Further, approximately seven days later, on (B)(6) 2023, the patient was diagnosed with staphylococcus aureus infection, which was confirmed through blood culture. It was further reported that the patient eventually expired on (B)(6)2023. However, the cause of death was not reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria.investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure using a powerport for chemotherapy delivery as part of breast cancer treatment. Approximately, eight months and fourteen days later, the patient presented to the hospital with sepsis with a port site infection. The patient was planned for port removal. On the same day, the patient was already on the ventilator, the propofol drip rate had been increased to provide adequate sedation. The left subclavian area was prepped and draped. Local anesthetic was injected at the port insertion site. The port site was found to be infected with frank pus. Some of this was collected for culture and sensitivity. One week later, blood culture was performed. The patient was expired. Staphylococcus aureus was identified through blood culture five days after his death. Therefore, it can be confirmed that the patient had sepsis, port site infection with frank pus and bacterial infection. The relationship between the subject device and the reported clinical condition, including the patient death, cannot be determined based on the available information. A review of sterilization records, endotoxin testing results, and bioburden data was conducted in accordance with applicable quality system and regulatory requirements, and no nonconformances or anomalies were identified. Based upon the available information, the definitive root cause is unknown.labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion)section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was identified during medical record review, and the file was reassessed for reportability and determined to be reportable as death. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B2, b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h1, h6 (patient, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port placement for chemotherapy delivery related to breast cancer. Approximately eight months and fourteen days later, on (B)(6) 2023, the patient was diagnosed with sepsis and port site infection. Subsequently, the port was removed on the same day, and pus was observed at the port site during the removal. Further, approximately seven days later, on (B)(6) 2023, the patient was diagnosed with staphylococcus aureus infection, which was confirmed through blood culture. It was further reported that the patient eventually expired on (B)(6) 2023. However, the cause of death was not reported.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.